Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer's blood glucose level was 170 mg/dl and 197 mg/dl. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was treated with bolus. Customer stated that auto mode feature was active. Customer stated that the insulin pump had insulin flow blocked alarm. Customer was performed troubleshoot and there was insulin exited. Customer was performed high pressure test and it was pass. The insulin pump will not be returned for analysis.